Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure that a black substance was coming out of the tip of the attachment. The subsequent procedure was completed successfully. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure that a black substance was coming out of the tip of the attachment. The subsequent procedure was completed successfully. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.